Event description:
Boston scientific received information that this pacemaker may have oversensed electromagnetic interference on both non-boston scientific atrial and right ventricular leads. This resulted in pacing inhibition with asystole for about six seconds. The patient was reported to be intermittently dependant with atrial standstill at times. However, the patient was not symptomatic at the time of this occurrence. Noise could not be reproduced by the health care provider. In addition, a health care provider reported that they may have put a non-boston scientific wand over the device accidentally at first which may have caused this issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.